Manufacturer narrative:
Block b3: exact date unknown, event occurred november of 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) and batch: (B)(4). Product family: scs-ipg-r. Upn: m365sc11600, model: sc-1160, serial: (B)(4) and batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and intermittent stimulation on right leg when posture changes. Reprogramming was done and high impedances were noted on the leads. The patient underwent an explant procedure. All device components were removed and were not returned.